Event description:
The customer reported that the device did not infuse the programmed dexamethasone infusion and the pump did not alarm. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4)). The customer complaint that the pump module did not infuse and device did not alarm was not confirmed or replicated. Review of the pcu event log found that the drug was programmed to infuse 100ml over duration of 15 minutes calculating the rate at 400 ml/hr. Approximately 13 minutes into the infusion the user reprogrammed the vtbi twice. The infusion ran for approximately 26 minutes with the volume infused during the infusion recorded as 176.3 ml. During testing patient side occlusion pressure was found to be out of specification. Attempts were made to calibrate the pressure sensors, however, it was not successful and the sensors could not be calibrated. Component replacement determined that the patient's side occlusion issue was caused by a motor controller board. Following replacement of the board testing found patient's side occlusion pressure to be alarming within specification. No occlusion pressure alarms were confirmed in the pump module logs on the day of the reported event. The root cause the pump module did not infuse and device did not alarm was not determined.